Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as: 2134265-2012-07336. It was reported that during a coronary stenting treatment procedure, watermelon seeding occured. In (B)(6) 2010, the patient presented with frequent episodes of shortness of breath, stress test revealed abnormal. The patient was subsequently diagnosed with stable angina (ccs class:unknown) and cardiac catheterization was recommended. The de novo target lesion being treated was located in the proximal right coronary artery (rca). The lesion was 85% stenosed (60-70% stenosis per source), 4mm in diameter and 4mm long. The lesion was treated with direct stent placement using a 4.0x12mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented with chest pain and was subsequently diagnosed with unstable angina. The patient was hospitalized and cardiac catheterization was recommended. The 70% in-stent restenosis of the previously placed study stent noted in the proximal rca was treated with predilation using a 4.0x12mm quantum apex balloon, resulting in watermelon seeding of the balloon. Another non-bsc wire was used for predilation and a 4.0x15mm non-bsc stent was deployed. Post dilation was performed. Residual stenosis was 0%. In (B)(6) 2012, the event was considered resolved without residual effects and the pateint was discharged with aspirin and prasugrel.